Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) was fluctuating while the device was on a patient. Although, the map was fluctuating within the alarm limits, the audible high pressure alarm "chirped" intermittently. The adjust knob was set lower than the limit knob, as appropriate. The patient was quiet and not breathing. There was no patient compromise and the patient continues to do well on the ventilator.